Event description:
The customer first reported that they replaced their ion selective electrode (ise) test electrodes, but noticed that the wire connector to the ise sodium electrode was not snapping on. The customer stated that the wire was on the electrode and that they were able to calibrate and run quality controls. They did try a different electrode, but this was not the issue. The customer continued to run the analyzer with the abnormal connection to the ise sodium electrode after having spoken with the field service representative. The customer then received erroneous ise sodium results for two patient samples. An aliquot of the first patient sample initially resulted as 122 mmol/l accompanied by a data flag. There was also a corresponding analyzer alarm indicating a noise error when this result was generated. The sample was automatically repeated by the analyzer and resulted as 152 mmol/l. The 152 mmol/l value was reported outside of the laboratory. The parent tube of the sample was pulled and repeated on a different c501 analyzer, resulting as 143 mmol/l. The repeat value of 143 mmol/l was believed to be correct and a corrected report was issued for this result. An aliquot of the second patient sample, from a male born on (B)(6) 1954, initially resulted as 127 mmol/l and this value was reported outside of the laboratory. The parent tube of the sample was pulled and repeated on a different c501 analyzer, resulting as 139 mmol/l. The 139 mmol/l value was believed to be correct and a corrected report was issued for this value. The patients were not adversely affected. The ise sodium electrode lot number was b87, with an expiration date of 05/31/2015. The field service representative determined that the connector that was going to the ise sodium electrode was very loose and the connection was poor. He replaced the ise sodium signal cable. He performed an ise check 25 times and the check passed. He performed an ise calibration and the calibration passed. He ran quality controls for the ise tests and controls were within the customer's documented ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.